Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was under delivering the insulin and customer had high blood glucose. The customer's blood glucose at the time of incident it was 364 mg/dl, current blood glucose is 402 mg/dl. It was also reported that customer's blood glucose was 300 mg/dl and customer took correction bolus in the morning. The customer treated high blood glucose with manual syringe and bolus. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering. The insulin pump will be returned for analysis.